Manufacturer narrative:
The date of the procedure was not communicated. The lot number of the disposable product's case used was not retained by staff. There was no product to return. Allen's distributor is working with the staff and seeking add'l info. A follow-up report will be made should add'l info become available.

Event description:
A nurse at (B)(6) reported to allen's distributor that a large, male pt in for a positioning procedure using the allen universal head restraint developed a post-operative rash on his forehead where it contacted the disposable. The reporter communicated that the redness was treated with a topical steroid and resolved fully after 1 - 2 days.